Event description:
Dr reported via our sales rep, that a female patient underwent a revision surgery, due to the nail breaking 8 months post op.

Manufacturer narrative:
Visual examination, device history review, complaint history review, material analysis, dimensional examination, low power optical examination. Results - visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there have been other reported events. Low power optical examination suggest a fatigue fracture. Dimensional examination revealed no deviations. Material analysis shows the material to be in accordance to the values in the material specification. Conclusion - root cause appears to be related user error.